Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise can be seen beginning intermittently in october 2022. Fast nst detections in october 2023 show worsening noise. It was reported that in june 2024 inappropriate detections were occurring and the device began to charge, but aborted the shock prior to delivery. Patient evaluated in person on (B)(6) 2024 and no noise could be recreated. Pacing impedance and shock impedance are trending consistently and normally in the last year. Lead remains implanted. Should additional information be received, this file will be updated.